Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners have significantly worsened their oral health and they have had unpleasant results. They have experienced incorrect bite, gum recession, inflamed tmj and caused concern for their wisdom teeth due to the back molars moving.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.